Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported two years after injection of hyaluronic acid full face lift (vycross - 5-6 ml) and 2 months after 1 ml hmwha (teosyal) - applied only to the corners of the mouth, patient developed sudden pain, swelling of the whole face, antibiotic therapy was initiated. After 2 days, progression of changes and patient was hospitalized. Patient was treated with crp max 12 mg/l. Cultures from drained areas noted with finegoldia magna and was treated with intravenous metronidazole. After about a month, similar changes occurred around the knee treated with hyaluronic acid for orthopedic reasons. Tests for borrelia, chlamydia, mycoplasma were ordered with results noted all elevated in the igg class, igm borderline. Patient received treatment with rifampicin for 3 months. To this day, episodes of swelling and pain persist. Currently, there is a recurrence of symptoms of swelling and pain in various areas. Symptoms on going.